Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the entire device system was explanted as of the date of this report. It was explained that patient had a history of manipulating and flipping her pump causing catheter to kink and obstruct. As previously reported a catheter revision had occurred due to the same reasons in january wherein per reporter they corrected kinked catheter due to patient manipulation. Following this patient presented with increased spasticity for the last four weeks. A pump flip was stated to be confirmed. Diagnostics were stated as not required. A revision was scheduled to unkink the catheter and to move pump to upper chest wall to decrease the possibility for patient manipulation. However, when the surgeon opened up the pump pocket it was discovered that catheter was completely out of the intrathecal space. After much thought discussions between surgeon and patient's family it was determined to remove the entire system at this time. They were to discuss options with their physician later to decide of replacing the system. Patient status was noted as 'alive with no injury'. Device and its components were noted as discarded and not to be returned.

Event description:
Additional information received reported the patient would manually twist and turn the pump causing the catheter to kink. As a result of the event, the catheter pump segment was replaced. Diagnostic testing and troubleshooting had included a dye study, rotor study and x-rays. It was reported symptoms the patient experienced were systemic which resulted in increased spasticity. The patient¿s status at the time of report was listed as ¿alive ¿ no injury¿. It was later reported that the catheter wasn¿t released from the hospital so it wouldn¿t be returned for analysis. The patient was reportedly doing well; their symptoms of spasticity were currently under control.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presenting with ¿what seems to be like withdrawal symptoms¿. The patient had symptoms of hallucinations, itching and severe spasticity. The patient suffered a fall and hit her back but it was noted that the patient has ¿multiple difficulties¿. The patient could reportedly flip the catheter and pump. The patient reportedly ¿took her electric wheelchair off sidewalk and went into a canal¿. A passerby saw the patient in the water and used a rope and his truck to pull her out. It was noted that the patient is blind. A catheter x-ray was done to check the connection and everything looked connected. It was noted that the managing hcp was out of town, so his partner, who did not normally manage pumps, was managing the patient. It was noted that this physician would not likely feel comfortable with a dye study or accessing the reservoir volume. The patient was in the hospital at the time of the report. The hcp was going to get the pump logs. It was noted that a refill was due at the end of the month and the physician programmer showed the expected volume as well. The device system was used to deliver baclofen 2000mcg/ml at 1300mcg/day. Additional information was requested but was not available at the time of this report.